Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was brought into the clinic for a lead repositioning due to possible lead dislodgement. Through a remote transmission, loss of capture was observed on the left ventricular lead. The patient was asymptomatic and will be brought back into the clinic for further evaluation. No further information is available at this time.